Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 17.9 cm. A full breach insulation degradation was noted 4.5 cm from the connector pin. An external insulation abrasion, breaching the outer insulation, was noted 13.9 to 14.0 cm from the connector pin consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.